Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08761, 1627487-2019-08762. It was reported the system was auto-reducing. Diagnostics indicated impedance issues. Reprogramming was unable to provide effective therapy. System was subsequently removed and replaced with a system from another manufacturer.